Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-48742. It was reported the patient was not receiving effective stimulation due to lead migration. X-rays were taken and confirmed that leads at l5 and s1 had migrated. Reprogramming was performed; however, it was unable to provide effective therapy. In turn, surgical intervention was undertaken wherein both leads were explanted and replaced. This addressed the issue.